Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss; therefore, the patient underwent a surgical procedure to remove the device, perform a washout and implant a new ipp. There were no patient complications reported.